Event description:
It was reported that the patient experienced hemoptysis following a heart failure sensor implant procedure on (B)(6) 2018. The patient was admitted overnight for observation but is stable. Reportedly, the patient is a clinical study patient and the issue is related to the procedure but not to the device.